Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that following the procedure the patient experienced adhesions, obstruction, pain, diarrhea, nausea, and vomiting.

Manufacturer narrative:
Date sent to FDA: 11/29/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a repair of an incarcerated incisional hernia on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a subsequent removal of the synthetic mesh surgery on (B)(6) 2014, performed by (B)(6), m.d., it was reported that the mesh had traveled into the small intestine and the patient has abdominal pain. No additional information was provided.